Event description:
Related manufacturer reference number: 2017865-2022-02022, related manufacturer reference number: 2017865-2022-02023. It was reported that the patient presented remotely via merlin.net review of the transmission revealed the right ventricular lead and atrial lead exhibited noise leading to noise reversions. The suspected cause of the noise was lead on lead abrasions between the right ventricular and atrial lead. Programming changes were implemented. The patient presented in clinic for follow-up for the noise on (B)(6) 2022. The right ventricular lead was capped and replaced. The physician suspected the pacemaker was another source of the noise due to a faulty header. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing and defective device could no be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including sensing test under nominal and high sensitivity settings indicated normal device functionality. The device was tested on the bench and using automated testing equipment, and no anomalies were found.